Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported cracks on the upper right corner of the display screen and near the battery. Customer's blood glucose reading at the time of the call was 220 mg/dl. No further information reported.